Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had a plunger that would not press down when the customer tried to press down to "dispel insulin". There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had a plunger that would not press down when the customer tried to press down to "dispel insulin". There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: female. Event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip had a plunger that would not press down when the customer tried to press down to "dispel insulin". There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a single 3ml syringe with a needle attached were received inside an open syringe package with a needle package labeled 26g x 3/8 provided. Syringe package was from batch #6144683 (p/n 309657). The syringe was evaluated. There was liquid residue inside. The plunger was pulled back and provided no resistance in movement. However, a vacuum was felt and the plunger was pulled back down the barrel once let go. No additional evaluation is necessary as the reported defect is not with the syringe. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Release date: 6/06/2016. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6144683 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Investigation conclusion: based on the evaluation performed the reported defect is not with the syringe. There is no difficulty in the plunger movement of the syringe, therefore no corrective actions are necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.